Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) had a helium gas leak alarm due to which the balloon was replaced however the same alarm reoccurred, so the device was replaced.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the safety disk leak test and the k6, k6a, k7 and k8 leak tests all passed. A running test was carried out and it was confirmed that automatic filling and pumping were performed normally. No problems were found with the device. The machine was returned to the hospital and cleared for clinical use.

Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2.